Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient alleged that the meter was reading inaccurately from 9:20pm on (B)(6) 2019, when she obtained alleged inaccurate blood glucose results of "354, 360, 312 and 399 mg/dl"; the patient considered the results high compared to her feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with 3 units of novolog insulin and 7 units of levemir insulin, morning and evening. She reported that after obtaining the alleged inaccurate results, at 4am on (B)(6) 2019, she administered her usual dose of 3 units of novolog. She reported that an unspecified time later, she felt "sweaty, almost lost consciousness and was not thinking clearly". She indicated that she self-treated her symptoms by eating two cookies. She denied using any other device to test her blood glucose levels. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure. However, the cca noted that the patient had been storing the test strips incorrectly, as when she goes to bed, she removes a few test strips from the vial and puts them on the bedside with the meter for a few hours. Training was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately high results on the subject meter using test strips which had been stored outside the vial, contrary to the instructions for use.